Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. The patient was reportedly implanted with a depuy acetabular liner and a competitor's femoral head. This use of depuy product is not recommended and is considered off-label use. A search of the complaints databases finds no other related or similar reports against the product/lot code combination. It was reported the patient was non-compliant with total-hip precautions. Review of patient x-ray's confirm the reported dislocation and suggests it was a result of implant malpositioning; diminished soft tissue status, as well as the stated patient non-compliance. Based on the noncontributing nature of the reported device, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.